Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device randomly locks up/freezes while monitoring. The main screen is seen but the device does not respond to pressing buttons. It not clear at the time of this report if the waves and parameter values are not updating (static). The customer reported that there was no patient harm.